Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the in. Pact admiral 018 drug coated balloon, the balloon burst while being used on the superficial femoral artery on the left side, targeting a plaque lesion. The balloon was inflated using a syringe and 50/50 contrast was used. The balloon burst occurred during the first inflation, and there was no injury or intervention associated with this event. The device was safely removed from the patient, and the procedure was completed using a new medtronic device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis. No deformation was evident to the distal tip the balloon folds returned expanded with inflation evident an attempt was made to inflate the balloon. Liquid was observed exiting the balloon material. On closer inspection a longitudinal tear was noted on the distal section of the balloon material medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.